Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced motor error, motor position encoder error and loose drive support cap. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, self-test, off no power, basic occlusion and prime tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, unexpected restart or occlusion tests due to the motor error alarms. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window, and a scratched reservoir tube window.